Manufacturer narrative:
No button error alarm. Unit received with no button response due to lcd keypad connector unlocked. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had quit working. The customer reported that the act button was not responding. They did not recall any significant events that led to the keypad issue. The customer was advised to observe time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the pump and revert to a back-up plan health care professional's instruction. The customer stated that their blood glucose level was 456 mg/dl, but she was able to treat with manual injection. The device will be returned for analysis.

Manufacturer narrative:
No button error alarm. Device received with no button response due to j2 or lcd keypad connector unlocked. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Please disregard the second supplemental report as it is a duplicate of the first report, and it was created in error.